Event description:
Per the clinic, the patient experienced partial migration of the electrode array and underwent revision surgery to reposition the array.

Manufacturer narrative:
(B)(4). Implanted device remains.